Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed a compromised force sensor error and that insulin was "squirting" out during the manual prime process. The customer was disconnected during the priming process. The blood glucose reading was 150 mg/dl. The customer was advised to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump alarmed during prime test due to faulty force sensor. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window and moisture damage at motor assembly.